Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while running bd facscanto¿ ii carryover occurred. There was no patient impact. The following information was provided by the initial reporter: it was reported by the customer that there are carry over issues when using the hts.

Event description:
It was reported that while running bd facscanto¿ ii carryover occurred. There was no patient impact. The following information was provided by the initial reporter: it was reported by the customer that there are carry over issues when using the hts.

Manufacturer narrative:
H.6. Investigation: scope of issue: the scope of issue is only limited to bd facscanto ii cytometer 4/2/2 sys ivd part # 338962, serial # (B)(6). Problem statement: customer reported a complaint regarding carryover between sample tests. Manufacturing defect trend: there are zero qns (quality notifications) related to the reported issue. Date range from 26jul2020 to date 26jul2021. Complaint trend: there are 5 complaints related to the issue of carryover between sample tests. Date range from (B)(6) 2020 to date (B)(6) 2021. Manufacturing device history record (DHR) review: DHR part #338962, serial # (B)(6), file # (B)(4) was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of the carryover between sample tests could not be determined. The customer had initially reported that the instrument was experiencing carryover between sample tests and requested for a new hts (high throughput sampler) to be sent in to replace the old one. The tsr (technical service representative) assisting the customer sent a new hts to the customer, but it was reported that the replacement didn¿t work with the instrument so another one was sent out. After the installation of the second hts, the customer did not report any further issues with the instrument. The initial replaced hts has been sent into the repair depot for inspection and was determined to be functioning as expected with no issues found. As such the root cause of the carryover was not attributed to be from a failing hts. This instrument was not being used for clinical diagnoses and thus the results gathered during the incident were not used for patient testing or treatment. The safety risk is limited, s2, and there was no impact to patient health or safety. Service max review: review of related work order #: (B)(4), case # (B)(4). Install date: (B)(6) 2018. Defective part number: 34454109 - bd hts facscanto ii depot repair work order notes: subject / reported: hts (B)(6), carryover issues. Problem description: hts (B)(6), carryover issues. Work performed: hts swap cause: hts swap solution: hts swapped with (B)(6). Returned sample evaluation: according to RMA 870067581, the replaced high throughput sampler (sn (B)(6)) was returned to the repair depot with no issues found. As the part passed all functioning tests, this part was determined to not be the issue of the carryover. Risk analysis: risk management file part #(B)(4), rev. 08/vers.g,risk analysis facscanto product family was reviewed. The current mitigations are adequate with rpn under acceptable range. No new hazards have been identified and the current mitigation is sufficient. Hazard(s) identified? Yes ,no. ID: (B)(6) hazard: inoperable instrument resulting from damage cause: inadequate bracing mechanism, resulting in potential breakage/damage due to vibration during shipping harmful effects: user inconvenience/delay of result risk control: the system shall be package using well braced crate and floater implementation verification: shipping and vibration testing protocol # vp 11368 effectiveness verification: shipping and vibration testing report # vp 11368 probability: 1 severity: 2 risk index: 2 residual risk evaluation: a new hazards: none. Mitigation(s) sufficient : yes, no. Root cause: based on the investigation results the root cause of the carryover between samples could not be determined. Conclusion: based on the investigation results the root cause of the carryover between samples could not be determined. The customer had initially reported the carryover issues and requested for an hts replacement to be sent in to resolve the issue. Upon replacement, the customer seemed to have no further issues. The replaced hts was inspected in the repair depot with no issues found, so the cause of the carryover was determined to not be the hts. No one was harmed or injured, and no medical treatment was performed due to the erroneous results. The safety risk is limited, s2, and there was no impact to patient health or safety. H3 other text : see h.10.